Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during an ankle arthroscopy when screwing in the anchor broke. The broken piece was not removed from patient. It remains. The surgery was finished successfully with a new device from another manufacturer. It was not necessary to do a second surgery. Update 23-jul-2019: the remaining part is fixed well in patient. It was not necessary to switch the surgical technique.

Manufacturer narrative:
Complaint confirmed, the anchor was found to have broken around the eyelet. The proximal fragment remains in the driver tip, maintained in place by the suture. The most likely causes include improper bone prep, misaligned insertion, prying and/or leveraging the device during insertion.